Manufacturer narrative:
(B)(4). D10 ¿ oxf anat brg rt sm size 6 PMA, item# 159571, lot# 3527153. Oxf uni cmntls tib sz c rm, item# 166575, lot# 6005869. G2 ¿ foreign ¿ new zealand . Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2024 - 00120. 3002806535 - 2024 - 00121. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty approximately six years ago. Subsequently, a revision procedure was performed due to a fall leading to knee instability, was performed. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. The revision is due to a fall but with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.